Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements. During a routine device replacement procedure, upon connection of this lead to the replacement implantable cardioverter defibrillator (ICD), high out of range shock impedance measurements greater than 125 ohms were observed. The lead was reconnected to the previous device and shock impedance measurements were noted to be within normal limits at 94-95 ohms. This lead was surgically abandoned. A new lead was implanted and connected to the replacement device and shock impedance measurements were noted to be 84 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.